Event description:
A customer reported an issue where their blood glucose was displayed as "low." There was no reported impact to the customer¿s blood glucose level. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support assisted the caller in updating the correction factor and carbohydrate ratio settings as desired and advised them to consult with their healthcare provider whenever settings are updated. The caller understood and acknowledged the advice.